Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the patient reports that he continues to have daily issues. He reports a meibomian gland probing which was "painful" and "lipiflow" treatments which have helped his eyes feel better but indicates they are "still worse off since the procedure".

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A patient reported severe dry eyes following lasik treatment; he reports no dry eye symptoms prior to treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4)

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. (B)(4).

Manufacturer narrative:
(B)(4)